Manufacturer narrative:
Quality control (qc) data submitted for review indicated that there were no retic results recovered on all three levels of controls. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed the leak from tubing directly below the flow cell (sample line from the differential mixing chamber). The fse replaced the tubing and related collars, resolving the leak and voteout issues. As part of incidental service, the fse cleaned the distribution valve. After repairs, the system performance was verified. Failure mode was related to a leak from sample tubing at the bottom of the flow cell which caused no retic results on qc samples. Beckman internal number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a clear fluid leak of approximately 10 ml from the air mix module of the unicel dxh 800 coulter cellular analysis system while running quality control (qc) samples. The leak was contained within the instrument. The customer also reported that the instrument was not recovering retic results. The analyzer was taken out of service. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, protective eyewear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.